Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat onto the tibial component. As this was the last device of that size available, one size larger was utilized instead.